Event description:
It was reported that the patient wanted the vns explanted due to discomfort. It was noted the patient has anxiety issues. The generator was programmed off. Attempts for relevant information have been unsuccessful to date.

Manufacturer narrative:
.